Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Awareness date corrected from 04/01/2014 to 12/02/2014.

Event description:
The patient is a (B)(6) year old male who underwent a staged right total knee arthroplasty on (B)(6) 2012 performed by dr. (B)(6) for treatment of djd knee. He then started to experience instability after a fall at home that occurred on (B)(6) 2013 and now continues to fall on a regular basis. He has undergone several visits of physical therapy and has even used a hinge knee brace, which has provided no relief of his current symptoms. The pain and instability has gotten to the point of being activity limiting therefore it was recommended that the patient have a revision. During surgery, slight ligamentous laxity both medially and laterally was addressed with the total stabilized tibial insert. Which required the insertion of a universal baseplate with a cemented stem.

Manufacturer narrative:
An event regarding instability leading to revision surgery involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: insufficient medical records were provided for review with a clinical consultant. Device history review: DHR review for this lot was satisfactory. Complaint history review: there have been no reported similar events for the lot referenced. Conclusions: insufficient information was provided for this investigation. Further information such as medical records and operative notes are required to investigate this event. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient is a (B)(6) male who underwent a staged right total knee arthroplasty on (B)(6) 2012 performed by dr. (B)(6) for treatment of djd knee. He then started to experience instability after a fall at home that occurred on (B)(6) 2013 and now continues to fall on a regular basis. He has undergone several visits of physical therapy and has even used a hinge knee brace, which has provided no relief of his current symptoms. The pain and instability has gotten to the point of being activity limiting therefore it was recommended that the patient have a revision. During surgery, slight ligamentous laxity both medially and laterally was addressed with the total stabilized tibial insert. Which required the insertion of a universal baseplate with a cemented stem.

Event description:
The patient is a (B)(6) year old male who underwent a staged right total knee arthroplasty on (B)(6) 2012 performed by dr (B)(6) for treatment of djd knee. He then started to experience instability after a fall at home that occurred on (B)(6) 2013 and now continues to fall on a regular basis. He has undergone several visits of physical therapy and has even used a hinge knee brace, which has provided no relief of his current symptoms. The pain and instability has gotten to the point of being activity limiting therefore it was recommended that the patient have a revision. During surgery, slight ligamentous laxity both medially and laterally was addressed with the total stabilized tibial insert. Which required the insertion of a universal baseplate with a cemented stem.